Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had "call hospital¿ hazard alarms. It was stated the system controller was very warm compared to normal operating temperature. There were currently no vad alarms. The controller temperatures captured within the log file were between 35c and 49c. Technical services stated that 34-50c was the acceptable range for the controller temperature so 49c was the top of the normal range.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being warmer than expected was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the reported event date of 04aug2024 was reviewed. Throughout the time span, the temperature of the system controller was observed to be between 40 degrees celsius and 47 degrees celsius. Although the controller was warmer than expected, the observed temperatures were within the controller¿s design specification. The pump maintained a speed within the low speed limit without issue. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if the cause of the increased controller temperature was determined and if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2024. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.